Manufacturer narrative:
Section d10 references: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had gone to see their healthcare provider (hcp) and they found out their recharger was not working. Caller did not provide an estimate or date and stated they had thought their ins was the problem, but they learned from their hcp that their ins was fine and the recharger was the issue. Caller stated ins wasn't getting a charge and they would charge for a long period of time but ins was not increasing in charge. Patient services (pss) reviewed with patient to call pss back for further assistance once with the equipment. Patient called and clarified the actual issue was with their recharger not increasing in charge and the issue started about 2 weeks ago. They went to their hcp today and learned their ins was fine, and was not the issue, other than they had return of tremors as they had been unable to charge their ins due to the recharger not powering on as it had lost charge from not charging up from desktop charger (dtc), thus they believed the issue was with their ins, but the overall issue was with their external equipment. The caller stated there was no visible damage to the dtc or ac power cord, however, the green light of the power supply was not on when they had gone to get their dtc and ac power cord. Pss asked if they could try a different outlet. Caller was in another room than where their equipment usually charged and was unable to troubleshoot in that area due to other people in the home. The caller did not have an outlet in the room they were in and stated the outlet they used in the other room was fine and not the issue as they had a lamp plugged into that outlet that worked. Due to overall situation and nature of the patient/call, pss offered to send replacement dtc and ac power cord to attempt to resolve issue to help patient charge their recharger, and thus their ins. Pss reviewed if replacements still showed no green light when plugged into that outlet, to use another outlet.